Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was a hole in the connector of an rt 340 adult dual-heated evaqua breathing circuit. The hole was discovered prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product k983112. Method: the returned breathing circuit was visually inspected for damage and was pressure tested for leaks. Results: the complaint breathing circuit was undamaged. The circuit functioned properly during testing and did not leak. Conclusion: a hole in the breathing circuit will result in a leak. All breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. When the breathing circuit was visually inspected, no damage was noted. The hole that the customer saw is a port which is present in all rt340 breathing circuits and is sealed during the production process. The breathing circuit did not leak during pressure testing, confirming that the port was sealed properly during production and that there were no holes or punctures in the circuit. There was no fault found with the complaint breathing circuit.